Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive keypad buttons was not able to be duplicated; the up arrow, down arrow, and ok buttons responded appropriately. The contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons must be pressed multiple times before they respond. The issue was noticed 6 months prior to the complaint, and has gotten progressively worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.